Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use a ventilator's upper display exhibited an error message. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.